Manufacturer narrative:
The used samples are returned to us by the user facility. The samples have tissues and debris including blood on it which makes it difficult to appropriately view the coating. As j-hook ( (B)(6) ) are sold for last two years and there had been no issue in the past and this is the only particular lot from which the complaints are received. An investigation has been started to find out the root cause and corrective actions to forestall such issue. In the meanwhile, it is decided to start removing the j-hook ( (B)(4) ) lot no. 20231020 from the uer facility. As these devices with the same lot no. Were sold to only one facility, therefore, all devices of j-hook ( (B)(6) ) lot no. 20231020 are being take back and company is blocking the sales of j-hook ( (B)(6) ) sales until the corrective actions are taken. Apparently it seems to be charring effect due to high voltage use. The instructions for use also states "using coated electrodes at high power settings may cause damage to the coating. If the coating is damaged, discard the electrode". To mitigate such issue in future, our contract manufacturer is replacing the dip coating method of tips with spray coating as a corrective action so that the coating layer is more uniformly deposited on all the tip surfaces and by chance if used at higher voltages by user, peel off can be prevented. As of 08/15/2024, all (B)(4) units of unused products out of (B)(4) units sold to the user facility are received backed by the company, whereas the remaining were used by the user facility and there is no product remaining in the user facility that can cause any further malfunctioning issue.

Event description:
J-hook electrode coating was coming off when being used.